Event description:
The patient reported that she was having problems and not feeling well, and was told there was a problem with the leads. The patient also stated "your device never worked and caused problems from the day it was implanted. It was always to sensitive on bumpy roads and around home. They could not adjust it. Now I have had to have the pain of replacing it due to malfunction." Follow-up with the implanting physician's office indicated that there was "malfunction with pocket stimulation", and that the device was approaching eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.